Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to oversensing and inappropriate therapy. The lead was replaced with a new endotak lead.